Event description:
It was reported that following a successful transcatheter aortic valve implant procedure, into a failed medtronic (hancock) surgical valve, the patient died. Per the physician, the patient¿s deterioration appeared to be related to previous sepsis and was unrelated to the valve implant. Additional information was received that per the physician, the official cause of death was sepsis. The patient was found to have presence of gram-negative bacilli post-procedure. The physician did not attribute the death to the valve or delivery catheter system (dcs), but it did not appear that the patient presented with sepsis when arriving for the implant procedure.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0013015535, use by date: 2027-09-11, UDI: (B)(4). Updated: b5, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a successful transcatheter aortic valve implant procedure, into a failed medtronic (hancock) surgical valve, the patient died. Per the physician, the patient¿s deterioration appeared to be related to previous sepsis and was unrelated to the valve implant.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, lot: unknown, use by date: unknown, UDI: unknown. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.